Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl. Cause was not known. Reportedly, customer administered nasal spray and received 3rd party assistance from paramedics. Customer was treated intravenously and was given sugar water and orange juice. Event did not cause permanent injury or damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.